Event description:
It was reported that lightning struck while the patient was sleeping and stimulation went through her whole body and it was painful, it shocked her, and it hurt like crazy. The patient met with her cardiologist and everything checked out medically. The rep met with the patient and the stimulator was acting fine. The device was reprogrammed and reset. The event occurred during normal use. The patient status at the time of this report was "alive-no injury." No outcome was reported regarding this event. Additional information could not be obtained at the time of the report.  Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).